Manufacturer narrative:
Conclusion: the quality records indicate that all specified characteristics (material, measurements, surface and so on) were in conformity with the requirements in force at the time of manufacturing. The investigation including the evaluation of the device shows that there is no sign of a material or production failure. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. (B) (4). (Within the received product experience report, we received two cases of two different patients. This is case 1 of 2 with this rec-number).

Event description:
It was reported that the patient was revised. Reason for surgery is unknown.